Manufacturer narrative:
Model number/catalog number unk-p-ipp serial number null batch/lot number n/a model/catalog description unknown reservoir.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the eleven year old device was not working correctly leading to its replacement. The outer dacron cover of the ipp "came off". The patient did not experience any adverse issues. It was also stated that the reservoir was sitting on the patient's bladder. No specific device information was available.